Event description:
It was reported that the patient presented for a follow-up visit in the clinic. During the in-clinic check, it was found that the right ventricular lead exhibited noise. No intervention was performed, and there were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.